Manufacturer narrative:
(B) (4).

Event description:
The pt had an area on the bottom of her foot near her second toe about the size of a half-dollar that was "buzzing". This started in the last couple of weeks and only happened when the pt was upright and the stimulation was on. There were nodules that could be palpated. Impedances were checked and found to be high on the #0 contact. The device was reprogrammed and the pt received exceptional coverage with all areas of her pain, she had a cyst removed a few years before on the other foot in the same spot and it was possible that another had formed. The pt went home happy.